Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a drill broke off while preparing the screw hole during surgery. The tip was removed from the wound. An alternative instrument was not needed to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Additional information: lot number, conclusions - current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Additional information: the returned drill was examined. The drill tip was found to have fractured across the thinnest cross-section. A design enhancement was implemented after the manufacture of this to device to increase the cross-section for added strength. A review of the manufacturing records did not detect any manufacturing issues which would have contributed to this event.